Event description:
The pump was returned for mechanical hardware failure (screen no input). Upon return, investigation found the lcd touch screen flex cable was not seated properly at the connector on the main pcba. Reseated flex cable and unit tested ok.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "touch screen does not work. Patient harm: unknown". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.